Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 41 mg/dl. During troubleshooting, customer was advised to take some glucose tablets. Customer's blood glucose went up to 129 mg/dl. Customer will not be returning the device for analysis.